Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor cannula was missing. The customer¿s blood glucose was unknown. Customer stated they threw away two sensors for the blood at site and second one for the sensor cannula missing. Customer stated it was not in the body. The device will be returned for analysis.